Event description:
Pt had a laser lithotripsy procedure on 7/13/95. The pt had on going complaints of pain. After several exploratory procedures, a ureteroscopy was performed on 12/14/95 at which time a 4 cm length of "wire" with kidney stone encrusting it was removed. There are no further pt complications known at this time.